Event description:
It was reported that this pacemaker exhibited intermittent far field oversensing. There was also a sudden brady response (sbr) event. Technical services (ts) reviewed and discussed the sbr algorithm. Ts recommended potential programming changes. This pacemaker remains in service. No adverse patient effects were reported.